Event description:
It was reported that during routine follow-up several instances of inappropriate therapy were noted on stored egms due to misclassified supraventricular tachycardia events. The therapy did not appear to change the arrhythmia. Programming changes were made. Patient condition is good.

Event description:
It was reported that during routine follow-up several instances of inappropriate therapy were noted on stored egms due to misclassified supraventricular tachycardia events. The therapy did not appear to change the arrhythmia. Programming changes were made